Event description:
Alleged event: the stapler is blocked; nothing comes out of it. The patients are fine.

Manufacturer narrative:
The device sample has not been returned to the manufacturer at the time of this report. The manufacturer a the time of this report.